Event description:
This event is reportable based on analysis completed on (B)(6) 2011. It was reported during an ablation procedure, insertion difficulties and a blockage were noted with the fast-cath sl 1 introducer. A cook transseptal needle and guidewire could not be inserted into the dilator of the fast-cath transseptal sl1 guiding introducer as a blockage was noted. A second transseptal guiding introducer was opened and the dilator was used to continue the procedure. The needle was reshaped and a stylet was used. Device analysis revealed white plastic shavings exiting from the tip end of the dilator.

Manufacturer narrative:
Event occurred between (B)(6) 2011 and (B)(6) 2011. One 8.5f swartz introducer and one dilator were received for evaluation. Visual inspection revealed shaped blue plastic protruding from the distal tip end of the dilator. A .032" guidewire was obtained from current inventory and inserted into the dilator. When advancing, resistance was encountered near the distal end of the dilator. The distal 2" of the dilator were removed and cross sectioned open, which revealed skiving as evidenced by deep grooves and curled material from the inner wall of the dilator, which prevented advancement of the guidewire. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.